Event description:
Pt with status post left shoulder total arthroplasty in 2002. They had done well with this surgery until 2003 - they describe active motion of slight abduction when they heard a snap in their shoulder followed by considerable pain. They were seen and treated for pain at the local hosp. Subsequently, they were seen by dr with questionable rotator cuff injury with loose fragments. In follow-up in 2003 they demonstrated the glenoid prosthesis to be completely dislocated from the glenoid fossa. Prosthesis noted to be in anterior aspect of shoulder. Admitted for removal of glenoid prosthesis left shoulder.